Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two months after this pacemaker was implanted, the right atrial (ra) lead exhibited high out of range pacing impedance measurements. A lead revision was performed and the ra lead was surgically abandoned and successfully replaced. The pacemaker remains implanted and in service with the newly implanted ra lead. All normal measurements noted. No additional adverse patient effects were reported.